Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the field representative indicated that there was concern the cardiac resynchronization therapy defibrillator (crt-d) was experiencing premature battery depletion. It was further noted that there was low pacing impedance. No specific product information was provided at the time of the call. Technical services (ts) was consulted and discussed that certain measurements and information would be needed to determine if the rate of battery depletion was normal or outside of normal parameters. Ts requested specific model serial number information and measurements. The field representative is attempting to obtain the requested information along with initial reporter information.

Event description:
It was reported that the field representative indicated that there was concern the cardiac resynchronization therapy defibrillator (crt-d) was experiencing premature battery depletion. It was further noted that there was low pacing impedance. No specific product information was provided at the time of the call. Technical services (ts) was consulted and discussed that certain measurements and information would be needed to determine if the rate of battery depletion was normal or outside of normal parameters. Ts requested specific model serial number information and measurements. The field representative is attempting to obtain the requested information. Additional information was received that the impedance values ranged from 290 to 400 ohms. Upon further review with the physician the values were found to be within an acceptable range. The physician also ruled out any concern over premature battery depletion and has been determined to meet normal battery depletion. The crt-d remains in service.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.